Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the uim on the avea ventilator experienced intermittent blurry areas on the screen and areas blanked out which required the unit to be turned off/on to bring the wave forms back up. Some areas of the display appear blurred or dithered. The ventilator continued to operate ok when they switched out the uim. The customer advised the patient was manually ventilated until moved to another ventilator. The customer advised there was no patient harm associated with this event.